Manufacturer narrative:
Other, this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the right plunger case was cracked. The top case was chipped in the back. Customer?s reported issue was duplicated during power-up process. The root cause of the reported issue was determined to have been caused by the tapered barrel clamp spring that slipped over the collar to where the barrel clamp slide is located. Actions taken to mitigate the reported issue: replaced barrel clamp, tapered spring and rod. UDI information is unknown. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the pump would not calibrate and and invalid syringe size. No patient injury reported.